Manufacturer narrative:
The insulin pump was received no button response due to corroded keypad traces. No button error alarm. No moisture damage found inside the insulin pump. Unable to perform rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests due to no button response. The insulin pump has minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called in to report a button error alarm. The customer's blood glucose level ranged from 368 to 600 mg/dl. The customer treated the high blood glucose level with a manual injection. The customer stated they were on a boat when the alarm occurred. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and the product was returned for analysis.